Event description:
The customer reported via phone call that she got high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that she were experiencing symptons of nausea, not feeling well, and headache. Customer was treated with insulin pump and needle. The troubleshooting was performed. The insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.